Event description:
Pt reported that after rejection (in sites not provided) with juvederm ultra, they developed bruising and pain and pressure under the left eye. A "hard rock" matter was felt and noticeable under the left eye and pt reported developing a low grade fever of 100 degrees, cellulitis, and a pouch under their eye (side not identified). Pt was prescribed keflex. Physician information and permission to contact the physician was not provided.

Manufacturer narrative:
(B)(4).